Event description:
During removal of the micro-puncture catheter, the proximal end of the catheter remained lodged within the av [arteriovenous] graft. An open cut down was performed to remove the catheter using a gooseneck snare. A venogram was completed to ensure no residual material within the av graft and/or venous system although a significant defect was noted in the av graft that was repaired with covera covered stent graft.